Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced loss of consciousness while driving. Prior to this, the patient¿s cgm was displaying 74 mg/dl. No bg meter comparison value was reported at this time. The patient was also asymptomatic at this time. While making a delivery between 830-9pm, the patient blacked out and was involved in a car accident. No injuries were reported because of the car accident. Emergency medical services (ems) responded to the scene and the patient¿s bg meter reading was between 42-43 mg/dl while the cgm was reading around 74 mg/dl. The patient received unspecified IV treatment from ems and was then observed for approximately 15 minutes. The patient was offered transport to the hospital which the patient declined. It was documented that the was ¿awake, oriented, and clinically stable¿ after he received treatment. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 03/27/2026, it was reported that the patient experienced loss of consciousness while driving. Prior to this, the patient¿s cgm was displaying 74 mg/dl. No bg meter comparison value was reported at this time. The patient was also asymptomatic at this time. While making a delivery between 830-9pm, the patient blacked out and was involved in a car accident. No injuries were reported because of the car accident. Emergency medical services (ems) responded to the scene and the patient¿s bg meter reading was between 42-43 mg/dl while the cgm was reading around 74 mg/dl. The patient received unspecified IV treatment from ems and was then observed for approximately 15 minutes. The patient was offered transport to the hospital which the patient declined. It was documented that the was ¿awake, oriented, and clinically stable¿ after he received treatment. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction. H6 investigation findings - correction.